Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a transcatheter arterial chemoembolization (tace) interventional procedure with a 5f sheath. Reportedly, after removing the sheath, the prostyle was inserted. While there was no reported device issue, more blood than usual was noted coming out of the space between the prostyle and the puncture hole. The device was therefore removed and manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the patient device interaction cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. In this case the device was only inserted into the anatomy, but not deployed. It is possible that the prior treatments damaged the vessel, however this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no corrective action is required.na.